Manufacturer narrative:
This report is for an t-pal cage/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, during a transforaminal lumbar interbody fusion back surgery (tlif) procedure, the surgeon could not remove the applicator from the patient's cage and had to force the instrument out. During the procedure, the surgeon had to use the 8mm and 9mm dilators to mobilize the segment. After dilating and using the unknown shavers, a trial implant 9mm small and 10mm small were used. It was used to trial the height only, meaning that the surgeon inserted the trial implant but did not rotate them. Afterwards, the surgeon decided to implant a definitive implant small 10mm. The surgeon could place the final implant on the anterior portion of the vertebral body but could not fully rotate it at some point. Despite strong hammering the cage would not rotate further. At this point in time, the surgeon decided to leave the implant where he was and to release it. He could push the ring down and turn the knob counterclockwise to open the clamp, the surgeon could feel that the applicator was opened or disconnected but could not remove the applicator from the patient's cage. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: shavers (part/lot: unknown, quantity: 2) and trial implant (part/lot: unknown, quantity: 2). This report is for an unknown t-pal cage this is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.